Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited a forceps elevator wire that was cut, and the inside of the light guide lens was discolored. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data: h6.1 component code changed from access port to lever h6.4 problem code changed from mechanical problems to material split, cut or torn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, forceps elevator wire (k-wire) strand received repeated stress due to manipulation of forceps elevator, which led to fatigue breakage at the wires. Additionally, glue between distal end (c-body) and light guide (lg)lens slightly peeled off by aging deterioration and impact on distal end. Moisture may have invaded the gap at the peeled glue, which led to crevice corrosion at c-body. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: ¿3.2 inspection of the endoscope¿.. Olympus will continue to monitor field performance for this device.